Event description:
Three months after the index procedure, the pt returned for a follow-up angiography, which revealed thrombus in the previously implanted cyphers in the proxial rca and pda. A 3.0 x 18mm cypher was implated inside the cypher in the pda. An additional 3.0 x 18mm cypher was also implanted proximally within the cypher in the proximal rca. Per the physician, the probable cause of the sat was due to the pt's condition.